Event description:
Discordant advia centaur troponin ultra and ckmb patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system. The corrected results were reported to physician(s). There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the ckmb results.

Event description:
Discordant advia centaur troponin ultra and ckmb patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system. The corrected results were reported to physician(s). There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the ckmb results.

Event description:
Discordant advia centaur troponin ultra and ckmb patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system. The corrected results were reported to physician(s). There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the ckmb results.

Event description:
Discordant advia centaur troponin ultra and ckmb patient results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The patient samples were rerun on another system. The corrected results were reported to physician(s). There is no known patient intervention or adverse health consequences, due to the discordant troponin ultra and the ckmb results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra and ckmb patient results was due to a crack in the base reservoir lid connector. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.